Manufacturer narrative:
Natus medical customers are instructed to inspect the vac-pac prior to each use. The customer has since been provided a replacement. The customer had the vac-pac destroyed at the facility, to prevent future use. Users are also instructed to replace units older than two years that are used several times a week. No further investigation is necessary, and this report is considered final.

Event description:
Customer called natus to report that their vac-pac as a cut near the seam /leaks. There was no report of death, injury, or delay of treatment. The device has been reported to have been purchased in (B)(6) 2012 and has been destroyed at the user facility.